Manufacturer narrative:
Age at time of event: mid 70s.

Event description:
It was reported that guidewire tip detachment occurred. A pt guidewire was advanced for treatment in the coronary. However, it was noted that the distal tip sheared off and went into the distal part of the vessel. The physician attempted to snare the detached segment but was unsuccessful. There were no patient complications nor injuries reported.